Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope biopsy channel tested positive for one (1) colony forming unit (cfu) of gram positive cocci species, brush channel tested positive for two (2) colony forming unit (cfu) of gram positive cocci species and one (1) colony forming unit (cfu) of gram-negative rods species, air/water channel tested positive for one (1) colony forming unit (cfu) of gram-negative rods species in jan 2023. The scope biopsy channel tested positive for one (1) colony forming unit (cfu) of gram-positive cocci species in feb 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or patient harm, or user injury associated with this event.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, water aspirated through the instrument/suction channel with a suction pump. Manual cleaning performed within an hour after the procedure and prolystica 2x concentrate enzymatic presoak and cleaner was used to brush and clean the scope instrument/suction/balloon channel, air/water/suction/biopsy valve instrument channel, suction channel, both air/water and suction cylinders, and elevator tip all angles with elevator up and down. For automated endoscope reprocessor (aer) treatment, the medivator advantage plus (13105076) washer along with intercept detergent and rapicide pa disinfectant was used. The customer reported that the scope was not sterilized. The suspected device was received at olympus and sent to nelson labs for additional culture testing and eto sterilization and endoscopy support specialist (ess) was dispatched to the facility to observe the customer¿s reprocessing technique. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the independent lab results and the legal manufacturer's final investigation. An endoscopy support specialist (ess) was dispatched to the customer site to observe the customer¿s reprocessing technique. The ess performed a scope reprocessing and infection control in-service for the staff. Covered infection control information referenced in the user manual and reprocessing manual. All products are listed in the product section of the request. Customer uses a non-olympus automatic endoscope reprocessor (aer) to reprocess their scopes. It was recommended that the customer contact the manufacturer of that equipment for proper use. The device was evaluated to by olympus. An olympus borescope was used to verify the condition of the biopsy and suction channel. First, the borescope was inserted into the biopsy channel from the opening at the distal end. Upon entry, surface scratches and kinks were found on the wall of the biopsy channel. The borescope was inserted further and found scratches through the remainder of the biopsy channel. The borescope was removed from the biopsy channel and reinserted into the suction cylinder. Once inserted, white residue was discovered on the stainless steel portion. The borescope was advanced further and a stain on the connecting tube was found. The borescope was re-routed towards the direction of the suction channel and observed scrape marks at the opening of the channel. White residue was also observed in the channel. In addition, the distal end of the device was inspected under a microscope and found dents on the distal cover. There was also deterioration such as cracks and pinholes in the bending section glue. Prior to the device being evaluated, it was sent to an independent laboratory for sampling and testing. The endoscope was visually inspected prior to extraction. Visible debris was not observed. Visible damage was not observed. Staphylococcus epidermidis was found on the distal end sample. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of this event. Information provided by the customer did not indicate that the scope was being reprocessed not in accordance with the instructions for use (IFU). - IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.